Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 600 mg/dl. The customer alleged that the pump was not delivering insulin; however, customer declined troubleshooting with tandem technical support and declined to provide further information and the alleged root cause could not be confirmed. Customer administered a manual injection to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and insulin, was discharged the following day, and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.